Event description:
It was reported a patient who was enrolled in a clinical study underwent a da vinci assisted prophylactic nipple sparing mastectomy followed with immediate non-robotic reconstruction procedure. The procedure was completed without intra-operative complications nor any device malfunctions. On post operative day eighteen, the patient reported experiencing fever, swelling and mild erythema in the left breast. The patient was admitted for cellulitis and was administered with IV piperacillin-tazobactam and vancomycin. The patient was discharged four days later. The study investigator indicated that the event was not related to the devices, but related to the procedure.

Manufacturer narrative:
A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. .